Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
Additional information was received that additional episodes of post paced t-wave oversensing (pptwos) were observed on the device resulting in no low voltage (lv) output. No intervention has been performed.

Event description:
During remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences.